Event description:
Two implant dental failures - same patient. Implants were mobile causing pain and infection. Type I bone. Implant date (B)(6) 2012, restoration date: (B)(6) 2012, removal date: (B)(6) 2013. Site locations 7 and 10. Patient medical history includes diabetes mellitus. Primary stability and osseointegration were achieved. No augmentation procedure was performed at time of surgery.